Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the pediatric patient experienced a skin reaction characterized by redness, inflammation, pimples, blisters, drainage, pustules, and infection extending beyond the patch perimeter. This reaction occurred five days after the sensor was inserted into the arm. The reaction was treated with 888 omnida cream (non-prescription) and feniallerg oral drops (dimetindene maleate, prescription-only in switzerland). No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).